Event description:
The customer reported that the ventilator would not boot up. The device was not in use therefore there was no patient involvement or harm. The manufacturers service provider confirmed the reported problem. The service provider replaced the power management pcb board to address the reported problem.